Manufacturer narrative:
D2b - pro code (product code): fge, lit g4 - premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right forearm arteriovenous fistula (avf). A 6.0 x 100, 75cm mustang balloon catheter was selected for use. During procedure, the balloon was initially inflated for 30 seconds. Upon second inflation for about 5 seconds at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no complications as a result of this event.

Manufacturer narrative:
D2b - pro code (product code): fge, lit. G4 - premarket / 510(k) #: k141521, k141597. E1: initial reporter phone: (B)(6). Device evaluated by MFR: the mustang was returned for analysis. A visual examination identified that the balloon was not folded, which indicates that the device was subjected to positive pressure. A leak test was carried out and the balloon was inflated to its rated burst pressure for 30 seconds using deionized water and digital timer: g24610, without issue. A vacuum was then applied. The inflation device was verified at 24 atmospheres, before and after use with calibrated pressure gauge g19252. This inflation to rate of burst pressure was repeated three times with no leaks or drop in pressure noted. No issues were identified with balloon inflation or the balloon material. As per specification (B)(4) the rated burst pressure for this device is 24 atmospheres. No issues were noted with the tip of the device. A visual examination found no issue with the markerbands. A visual and tactile examination found no kinks or damage to the shaft of the device.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right forearm arteriovenous fistula (avf). A 6.0 x 100, 75cm mustang balloon catheter was selected for use. During procedure, the balloon was initially inflated for 30 seconds. Upon second inflation for about 5 seconds at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no complications as a result of this event.